Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the vitrectomy probe could not cut before vitrectomy surgery. The aspiration condition was normal. The surgery was completed after replacing the product with another one. There was no impact to the patient.

Manufacturer narrative:
Corrected information provided in d.4. Sample returned is not traceable to the lot number reported (16rrhv), so lot number is updated to unknown. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No technical inquiries were received from the customer. One opened probe was received, with a tip protector, in a tray, for the report. The sample was visually inspected and found to be nonconforming with the probe needle bent and cracked. Inner cutter is in the port and orange/brown foreign material on the port face. The sample was then functionally tested for actuation and cut. The actuation and cut functionality of the returned probe was unable to be tested due to the inner cutter remaining in the port. The probe was disassembled, and the components inspected. The degree of wear could not be determined as the inner cutter broke while trying to extract it from the bent needle. The inner cutter pulled out of the coupling, the fillet was deemed conforming, no presence of adhesive observed on the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The cut functionality of the returned probe was unable to be tested; however, the cause of the cut failure could be because of the components detachment. How and when the components detachment occurred cannot be determined from this evaluation; therefore, a root cause cannot be determined. The bent and cracked needle could also be a contributing factor to the component detachment. How and when the probe needle became bent and cracked could not be determined. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).